Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was reportedly in the 300 mg/dl range. Reportedly, the customer changed the infusion set in order to resolve the occlusion issue.